Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that during a device replacement procedure, the rate/sense terminal pin could not be removed from the device header due to a stuck setscrew. The lead body pulled away from the terminal pin exposing the conductor coils. The lead was capped and surgically abandoned. No adverse patient effects were reported.